Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-nov-2019 with the following findings: a review of the pump alarm history showed frequent low battery warnings and replace battery alarms. The pump electrical current draws were tested and found to be within specification. No alarms occurred during 12-hour testing of the pump. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.